Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as a defective barcode reader. The fse replaced the barcode reader to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported persistent barcode reader issues on the au 480 clinical chemistry analyzer causing the instrument to operate in sequential mode and resulting in a sample mismatch. The instrument also generated ¿5408 sample ID read error¿. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.